Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl time of incident. Customer had not been using insulin pump system within 48 hours current of reported high blood glucose event as customer was off on insulin pump on most of saturday. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer blood glucose went up to over 400 mg/dl they did not treated for the high went to bed and in the morning when woke up vomiting and blood glucose went up to over 600 mg/dl it stay up into the 300 mg/dl through out the week end and even no. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer blood glucose has not getting under the 200 mg/dl all saturday the low and customer was 175 mg/dl last night at bed time. Customer had symptoms like nausea, vomiting, abdominal pain out of it. Customer stated that infusion set out the needle tip was bent. Customer did not alleged insulin pump was under delivering. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. (B)(4).